Event description:
Cook balkin sheath 8 french 40 cm introducer broke off in patients body. Successfully retrieved by doctor with patient was stable through retrieval, informed and will be admitted for overnight assessment.